Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and intermittent pacing inhibition due to a fracture. The lead was explanted and a new right atrial (ra) lead was successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As of today the device has not been returned for analysis. If additional information becomes available the event will be updated.